Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported.